Event description:
It was reported that during the procedure the helix of the right atrial (ra) lead exhibited mechanism problem. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. No patient consequences reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of ¿helix kept extending on its own¿ was not confirmed. A complete lead was returned in one piece. Lead was manipulated but no anomalies were noted. Visual and x-ray examinations did not find any anomalies.